Manufacturer narrative:
A device history record revealed no indication that the device, labeling and packaging failed to meet its specifications when released. The subject device was returned for an evaluation and during visual inspection of the device the as reported main coil stretching was confirmed. Optical testing of the device revealed that the main coil was physically broken from the delivery wire. The cause of the breakage could not be definitively determined, but it is likely that the main coil was damaged due to excessive manipulations and repositioning of the coil during the clinical procedure. Therefore, operational context was assigned to the complaint.

Event description:
Analysis of the returned device revealed that the main coil was broken from the delivery wire. There were not clinical consequences to the patient.